Event description:
It was reported that the user¿s dexcom g7 sensor expired and the ilet was not receiving sensor data, leading to reliance on fingerstick entries. Support advised toggling continuous glucose monitor (cgm) settings to confirm no sensor connection, entering blood glucose at least every four hours, providing premeal announcements, and entering follow-up blood glucose after meals, with a reported fingerstick value of 330 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable hardware component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.